Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the average amplitude of approximately 275 microvolts combined with very little isoelectric lines presented. (Line is flatline after the t wave and before the next p wave). These types of irregular waveforms morphology and characteristics prevented the available qrs complexes within the zoll algorithm from recognizing the pattern. Therefore issuing a shock advised determination. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.